Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the evaluation did not reproduce the reported concern that the unit shut down during patient use. Review of the device logs on the reported event date, 11/30/2025 identified multiple battery communication advisories, as well as a low-voltage shutdown. The device was subjected to full functional testing with no discrepancies found. The device passed internal inspection with no discrepancies noted. The battery hardware and communication board were replaced as a precaution. The device was recertified and returned to teh customer. No emerging trend based on similar reports.